Manufacturer narrative:
The device was not returned for analysis. A corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The production records for this product could not be reviewed and a similar complaint query could not be performed because the lot number was not reported. Based on the information provided, a definitive cause for the reported issues could not be determined. Factors that may contribute to a difficult to open or close the foot include but are not limited to, tissue or suture caught in the foot which likely led to the reported device entrapment. The treatment appears to be related to circumstances of the procedure. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that this was a venotomy closure of a right common femoral vein using a three prostyle devices after an interventional electrophysiology ablation procedure with a 6f sheath. Reportedly, two prostyle sutures were successfully advanced to the vessel wall and tightened (worked as intended); however, bleeding continued. With the third prostyle device, the lever became stuck not allowing the footplate to actuate. The device become stuck inside the vessel, but was ultimately able to be removed by breaking the handle and manually compressing the lever to retract the foot. Hemostasis was achieved with the first two sutures and manual compression. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. D4: the UDI number is not known as the lot number was not provided.